Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 40401 lead implanted (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket nerve and muscle stimulation and left arm discomfort after they were exposed to a sunlamp. The implantable pulse generator (ipg) exhibited some variable sensing and a pacing problem. The device remains in use. No further patient complications have been reported as a result of this event.